Event description:
It was reported that the ventilator did not deliver air. No more information was available. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not deliver air. Identification of issue has been done by analyzing problem description, service report and device's logs. The field service engineer checked the device and did not find any deviation. The problem was not reproduced during on-site visit. However, the provided device's logs confirmed occurrence of delivering issue. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient. Alarms such as low respiratory rate and expiratory minute volume low indicates a leakage in the patient circuit. The issue was decided to be reported as leakage in patient circuit may lead to insufficient ventilation or no ventilation to the patient. There was no patient harm. The technical log does not contain any technical error codes indicating that there was a ventilator malfunction. The conclusion is that the reported alarms occurred due to leakage but there was no technical malfunction of the ventilator. The exact root cause of the reported alarms has not been determined, as the issue was not reproduced, and the source of the leak is unknown.